Event description:
It was reported the facility staff failed to attach the cleaning tube to the flexible fiber rhino-laryngoscope during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.